Event description:
It was reported that the pump experienced a no disposable alarms while using cadd legacy pump (B)(4) and 100 ml flow stop cassettes from lot 4219999 expiration 16/nov/2026. No further details provided.